Event description:
Customer reported that the unit is switching between main and battery power. The customer states that the relays on the power supply are clicking. The customer reported there was no patient involvement.